Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation back plane and display adapter/image processor cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the live image on the left monitor was going blank intermittently. No pt injury was reported.